Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg turns on and off without prompting. When the system turned back on, the stimulation was sharper than normal. An sjm representative interrogated the system and confirmed the issues. Surgical intervention is planned to address the issue.